Event description:
Caller reported that insulin gauge displayed an amount different than expected, with a discrepancy between the displayed 105 units and the expected 168 units, which exceeded 30 units. There was no adverse impact to the customer¿s blood glucose level. Customer resolved the issue by loading a new cartridge and was advised by technical support to call back for further troubleshooting if the issue reoccurred.